Manufacturer narrative:
This supplemental report is being filed to correct the g3: bsc aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection. The new pacemaker was repositioned around the supra-mammary area and the procedure was then completed. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to infection. The new pacemaker was repositioned around the supra-mammary area and the procedure was then completed. No additional adverse patient effects were reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of system revision due to infection. The new pacemaker was repositioned around the supra-mammary area and the procedure was then completed. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.